Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation, it was determined that this was an isolated case. An internal action was opened to address this issue. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with a qdot-micro, uni-directional, d-f curve, c3, split handle catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. After one of the last radiofrequency applications in the aneurysmatic post-infarction area of the left ventricle, the blood pressure suddenly dropped. Transthoracic echocardiogram confirmed the presence of pericardial fluid. An emergency drain was placed by an interventional cardiologist for autologous blood transfusion of the pericardial blood. The tamponade did not close by itself and had to be surgically closed through sternotomy by a cardiothoracic surgeon. The event occurred intra-op. Patient had emergency placement of a drain, followed by open-thorax surgery and admission to the intensive care unit. The procedure was prolonged for 90 min + 180 min operating room time. Physician¿s opinion on the cause of this adverse event was the procedure and patient condition related. Patient required extended hospitalization because of the adverse event for 10 days due to complications and medical co-morbidities. Outcome of the adverse event was fully recovered (no residual effects). Generator information was a biosense webster, ngen v1c, fg20240007. Transseptal puncture was performed with a heartspan needle biosense webster, fnd01906. No evidence of steam pop. The flow setting was a qdot micro, automatic adjustable flow using qmode (4 or 15). Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. All force visualization features were used. Visitag module was used, parameters for stability used were range 3; time 3; force over time 25%; size 3. Additional filter used with the visitag was ablation index target 550. Color options used prospectively was ablation index. Ngen software version used was v1c.